Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), fallopian tube perforation ('fallopian tube perforation'), genital haemorrhage ('general abnormal bleed') and autoimmune disorder ('autoimmune diagnosed:yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, autoimmune disorder, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, weight increased and weight decreased outcome was unknown. The reporter considered alopecia, autoimmune disorder, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, back pain, autoimmune disorder ,uti vaginal infection, vaginal discharge, discrepancy noted in date of essure confirmation test: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), fallopian tube perforation ('fallopian tube perforation'), genital haemorrhage ('general abnormal bleed') and autoimmune disorder ('autoimmune diagnosed:yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, autoimmune disorder, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, weight increased and weight decreased outcome was unknown. The reporter considered alopecia, autoimmune disorder, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, back pain, autoimmune disorder ,uti vaginal infection, vaginal discharge, discrepancy noted in date of essure confirmation test: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received: case become incident. Previously added injury nos was replaced with dysmenorrhea and new events : dyspareunia, back, menorrhagia, metrorrhagia, general abnormal bleed, breakage, autoimmune disorder, psych injury , fallopian tube perforation, uti, vaginal infection,vaginal discharge, fatigue, hair loss, hormonal change, headaches, weight gain, weight loss were added. Lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.